Event description:
During pt use, a 'low fio2' alarm occurred. Calibrating the o2 sensor could not solve the issue. Replacing the o2 sensor resolved the issue. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no pt info was provided.